Event description:
The microtek vial decanters have been failing on a regular basis. All that have failed are from the same lot number. The vial decanters are used for aseptic decanting of IV fluids from glass vials. It appears that the vent that is supposed to allow the fluid in the glass vial to be replaced by air does not allow air to pass, preventing the fluid from pouring.